Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 alarm was reproduced. A review of the event history log revealed 'system error 345' message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation observed and found by using the f368 scab to run a test set for 15 minutes at the rate of 400 ml/hour and found that the upstream thermistor reading to be around 4 degrees above the downstream thermistor reading for the duration of the infusion test and that indicates that the readings were within the specification range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.